Event description:
The account generated false reactive prism hiv o plus results on 8 donor specimens. The account stated the new reagent lot showed an increased reactive rate with 8 repeatedly reactive prism hiv o plus donors who tested hiv-2 eia negative and hiv-1 western blot negative. No specific testing data was provided for the donors. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.